Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months following the implant of a transcatheter aortic valve evfxplus-29, an increased transvalvular aortic gradient due to severe thrombosis of the valve leaflets was identified. The patient developed symptoms, which led to hospitalization. The patient was initially on new oral anticoagulant medication and was subsequently switched to a different anticoagulant with no improvement. A planned thrombolysis attempt was scheduled.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided, dated (B)(6) 2024. CT contains noise artifact/blurring. Aortic valve is trileaflet with mild to moderate calcification. Patient has an annular perimeter/perimeter derived of 77.2 mm/24.6 mm and an left ventricular outflow tract (lvot) perimeter/perimeter derived of 74.7 mm/23.8 mm, both suggesting a 29 mm evolut. Annulus was measured in unlabeled diastolic phase. No systolic phases provided - please note; systole may yield a larger aortic annulus measurement. Annular angulation is approximately 49°. Post implant CT imaging provided, dated (B)(6) 2025. CT is labeled ¿¿CT with no thrombosis after cumadin¿.¿ implant depth is deep, ranging from 6.1 mm on left coronary cusp (lcc) and non-coronary cusp (ncc) side, to 8.0 mm on right coronary cusp (rcc) side. Evolut commissure to native lcc/ncc commissure angle measures 33°. Annular angulation is approximately 48°. Post implant CT imaging provided, dated (B)(6) 2025. CT is labeled ¿after thrombolisys.¿ possible pannus/thrombus seen inside tav frame. Post implant CT imaging provided, dated (B)(6) 2025. CT is labeled ¿thrombosys.¿ possible pannus/thrombus takes up almost the entire inside tav frame. 13 video clips and three (3) still images provided labeled ¿echo post thrombolysis¿. Prosthetic aortic valve leaflets appear unrestricted with normal excursion. Possible thrombus seen in tav frame near rcc. Atrio-ventricular (av) mean pg is 23.12 mmhg, consistent with mild aortic stenosis. Mild mitral regurgitation. Ejection fraction is approximately 50-55%. 81 video clips and four still images provided in a folder labeled, ¿echo pre thrombolysis.¿ prosthetic aortic valve leaflets appear heavily thickened. Possible thrombus seen in tav frame. No av gradients provided. Severe mitral regurgitation. Mild tricuspid regurgitation. Ejection fraction is approximately 40-45%. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced acute heart failure. Prior to the valve implant, a mean gradient of 50 mmhg was observed and after the valve was implanted, the gradient was 9 mmhg. When the thrombus was detected, the gradient was almost 35 mmhg with a new onset of left ventricle dysfunction and acute mitral regurgitation. The patient had a borderline 26/29 perimeter that may have contributed to the elevated gradient. The initial implant depth was 4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). The valve was implanted into the native annulus. The patient was initially on novel oral anticoagulants (nao) for atrial fibrillation (afib).